Manufacturer narrative:
The instrument was returned and evaluated. Based on failure analysis results, the complaint was not confirmed. The instrument was placed on an in-house system and the recognition and the engagement test passed. The instrument moved intuitively with full range of motion. Failure analysis also observed frayed pitch cable. The pitch cable started to fray at the distal clevis hub. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables and/or the main tube abrasions with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the system did not recognize the prograsp forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.